Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2019. Customer¿s blood glucose was in the 500 mg/dl at the time of hospitalization. Customer was treated with saline fluid. Customer had symptoms such as headache and nausea. Customer declined troubleshoot for high blood glucose level. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshoot and insulin was exited. The insulin pump will not be returned for analysis.